Manufacturer narrative:
(B)(4)

Event description:
It was reported that solution leakage from the insertion site was confirmed during use. As a result, the catheter was removed and a new one was inserted. There was no reported delay, death, or complications to the patient as a result of this occurrence. It was also noted that a flush test was performed on the catheter prior to use.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the catheter leaked at the insertion site was not confirmed. The customer returned one 3 lumen cvc catheter that was cut in half. Visual examination revealed signs of use including tape residue and dried blood on the catheter body. The catheter body was cut into two pieces at the 15 cm mark. Microscopic examination revealed that the two cut ends of the catheter body match indicating that no pieces are missing. No other damage or defects were observed. Functional testing was performed with a 0.032" long pin gage, same size as the guide wire packaged in this kit. The pin gage was inserted into and through the distal lumen of each catheter piece. No resistance was met when passing the guide wire through the distal lumen in both pieces. Leak testing was performed on both pieces of the returned catheter on the lab leak tester at 45 psi for 30 sec. No leaks were detected. The IFU for this product cautions the user not to clamp the catheter body and to routinely check the catheter for flow rate, positioning and secure connections. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Therefore, no problem was found with the returned sample. No further action will be taken.